Manufacturer narrative:
Reported event of balloon deflation difficulty. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was tested outside the patient. It was noted that there was difficulty in releasing the air inside the balloon but it was still used for the stone extraction. After the procedure the balloon could not be deflated. The balloon was deflated after a few minutes and the device was removed from the patient. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed no visible damage on the balloon. Functional analysis was performed; the balloon was inflated and deflated without difficulty. Based on the condition of the returned device, it is possible that some procedural factors encountered during use that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was tested outside the patient. It was noted that there was difficulty in releasing the air inside the balloon but it was still used for the stone extraction. After the procedure the balloon could not be deflated. The balloon was deflated after a few minutes and the device was removed from the patient. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.